Manufacturer narrative:
(B)(4). The patient¿s exact age was unknown; however, the patient was reported to be a child. The device was manufactured november 10, 2015 ¿ november 16, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and revealed that the flow rate of the device was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor did not fully infuse. The device had been filled with 700mg desferrioxamine in 50ml 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.